Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported on (B)(6) 2026 that the customer went through a third-party company to have the battery replaced. It was noted that the issue was resolved, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal:(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "battery failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.